Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part: 314.05, lot: 4478633. Manufacturing location: brandywine, release to warehouse date: sep 20, 2002. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. The cannulated 4.0 mm hexagonal screwdriver was received with the distal tip of the screwdriver broken off. The broken portion of the device was not returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed due to post manufacturing damage to the distal tip. Relevant drawing was reviewed. The complaint condition is confirmed as the cannulated 4.0 mm hexagonal screwdriver (part # 314.05, lot # 4478633) was received with the distal tip of the screwdriver broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient ID: (B)(6). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the tip of the cannulated screwdriver broke off while tightening an unknown screw into place during a pelvis pinning. There were no pieces found in the patient, they were just on the back table. The unknown screw was inserted in the pre-drilled with the unknown power driver. Then, to fully position the screw into place, the cannulated hexagonal screwdriver was used to put the screw into its final position. There was a surgical delay of 30 seconds. Procedure was completed successfully. Patient outcome was successful. Concomitant medical products: screw (part unknown, lot unknown, quantity 1). Power driver (part unknown, lot unknown, quantity 1). This report is for one (1) screwdriver. This is report 1 of 1 for (B)(4).